Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed air in line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the ultrasonic sensor readings were out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed air in line. No additional information is available.